Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
Patient presented to the clinic with a decrease in sensing. The lead was explanted when lead repositioning was unsuccessful.